Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic menstrual periods') in a 43-year-old female patient who had essure (batch no. 628312) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), physical deconditioning ("physical state is deteriorating, everything becomes difficult"), fatigue ("major fatigue"), myalgia ("muscular pain"), tinnitus ("tinnitus"), headache ("headaches"), erythema ("redness"), tachycardia ("tachycardia") and adverse event ("many other symptoms"). The patient was treated with surgery (explantation planned). At the time of the report, the menorrhagia, physical deconditioning, fatigue, myalgia, tinnitus, headache, erythema, tachycardia and adverse event had not resolved. The reporter provided no causality assessment for adverse event, erythema, fatigue, headache, menorrhagia, myalgia, physical deconditioning, tachycardia and tinnitus with essure. The reporter commented: little by little, since the installation of the essure device, my physical state had been deteriorating: major fatigue, muscular pain, tinnitus, haemorrhagic menstrual periods, headaches, redness, tachycardia, everything becomes difficult and many other symptoms. Essure explantation planned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic menstrual periods') in a (B)(6) female patient who had essure (batch no. 628312) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), physical deconditioning ("physical state is deteriorating, everything becomes difficult"), fatigue ("major fatigue"), myalgia ("muscular pain"), tinnitus ("tinnitus"), headache ("headaches"), erythema ("redness"), tachycardia ("tachycardia") and adverse event ("many other symptoms"). The patient was treated with surgery (explantation planned). At the time of the report, the menorrhagia, physical deconditioning, fatigue, myalgia, tinnitus, headache, erythema, tachycardia and adverse event had not resolved. The reporter provided no causality assessment for adverse event, erythema, fatigue, headache, menorrhagia, myalgia, physical deconditioning, tachycardia and tinnitus with essure. The reporter commented: little by little, since the installation of the essure device, my physical state had been deteriorating: major fatigue, muscular pain, tinnitus, haemorrhagic menstrual periods, headaches, redness, tachycardia, everything becomes difficult and many other symptoms. Essure explantation planned. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.